Manufacturer narrative:
The customer exchanged the sipper tube but calibration and qc failed. They performed cleaning maintenance, exchanged ise solutions, and performed a reagent prime and wash rack. The calibration and qc were acceptable. They also performed a comparison study with another c501 which was comparable. The investigation determined the customer's actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect na, k for gen.2 result for multiple patient samples with the cobas 6000 c501 module. The reporter provided the following examples of questionable results for three patient samples: patient 1: the initial na result was 175 mmol/l. The repeated result was 140 mmol/l. The initial k result was 16.16 mmol/l. The repeated result was 5.63 mmol/l. Patient 2: the initial na result was 159 mmol/l. The repeated result was 137 mmol/l. The initial k result was 11.17 mmol/l. The repeated result was 5.45 mmol/l. Patient 3: the initial na result was 163 mmol/l. The repeated result was 141 mmol/l. The initial k result was 6.39 mmol/l. The repeated result was 4.96 mmol/l. It is unclear if the questionable results were reported outside of the laboratory. The electrode lot numbers and expiration dates were requested but not provided.